Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a return of their symptoms for ¿years now¿ and both the clinician and programmers would not connect to the ins. The representative was looking for confirmation of end-of-service (eos) of the ins before the patient had an MRI. There were no further complications reported or anticipated.